Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed. The exact root cause was unable to be determined. The likely cause was determined to have been damage sustained by the device due to off-axis loading during device insertion. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Event description:
The user facility reported that the upon inserting the angio-seal dilator and sheath assembly over wire, it was noticed that the angio-seal device would not insert into the patient's artery. After inspection, it was obvious that there was a kink in the sheath right at the level of the blood inlet hole. Also, the dilator was bent at the same level. After swapping out for a more supportive amplatz wire, the device was inserted but only getting a small amount of flash. Eventually product was aborted, and manual pressure was applied with no injury to the patient. Product must have been defective. Concomitant devices being used. Diagnostic case where a 5fr vascular sheath was used. Prior to attempting closure w/ 6fr angio-seal vip, a 6fr dilator was used to allow the artery to accept the 6fr angio-seal without issue. It did not work.

Manufacturer narrative:
A1: patient identifier: requested, not provided a2: age & date of birth: requested, not provided. A3: patient sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. B3: date of event: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: lead ir tech. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.